Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unknown reason. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.